Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility rep reported "doesn't work, frequently sounds" during pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility rep, no pt injury or medical intervention had been reported related to the device. In addition, the facility rep reported "unit made noise while connected to patient. Nurse removed the unit from pt for that reason was not affected".